Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien valve in a previously implanted surgical valve, during post dilation to fracture the bioprosthetic valve, the first 23mm non edwards balloon ruptured. Devices were removed (esheath and balloon). A second esheath with a second 23mm non edwards balloon was used and similarly the balloon ruptured. The operators were unable to wrap the balloon and retrieve it back into the esheath due to severe tortuosity of the femoral vessels and the sheath kept splitting at the end. A third esheath and a 24mm non edwards balloon was used successfully to fracture the valve. All devices were removed with no vascular injury noted. The patient is stable post procedure.

Manufacturer narrative:
The sheath was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined a device history record (DHR) and a lot history review were unable to be performed as no work order was provided. The following instructions were reviewed: IFU for esheath, device preparation training manual, and procedural training manual. A review of the IFU and training manuals revealed no deficiencies. The sheath distal tip split reported in this event is likely a consequence of the withdrawal difficulty of a 24mm true balloon. While a definitive root cause could not be determined, review of the complaint file suggests that retrieval of a non-edwards intervention device (24mm true balloon) within tortuous anatomy likely contributed to the complaint event. Edwards risk management system does not conduct risk assessments for events associated with non-ew devices, but these cases are monitored on an annual basis in the post market surveillance and risk management review process. As such, the review of the risk management file is complete, and no further action is required at this time. The complaints for sheath distal tip and withdrawal difficulty were unable to be confirmed. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation. As reported, ''a second esheath was used and a second 23mm true balloon was used and similarly the balloon ruptured. The operators were unable to wrap the balloon and get it back into the esheath because of tremendous tortuosity of the femoral vessels and the sheath kept splitting at the end''. It is likely that the balloon burst altered the balloon profile, making the device more susceptible to catching onto the tip of the sheath, contributing to the reported withdrawal difficulty and sheath splitting. Additionally, ''tremendous'' tortuosity present in the patient's access vessels may have created non-coaxial alignment of the true balloon and sheath distal tip upon reentry into the sheath. The misalignment potentially could have led to the balloon catching on the sheath, splitting it. Any potential excess device manipulation may have further split the sheath. However without the returned device or device imagery, the extent of the damage is unknown. As such, available information suggests that patient (tortuosity) and/or procedural (withdrawal of burst balloon, excessive manipulation) factors may have contributed to the complaint events. Since no product non-conformances or IFU/training manual deficiencies were identified, a product risk assessment escalation and a corrective/preventative actions are not required.